Manufacturer narrative:
B5: additional information provided. D11 additional information section d information references the main component of the system and other applicable components are: product ID: 9735821, serial/lot #: (B)(6), h3: a medtronic representative went to the site to test the equipment. Hardware parts were replaced. The system then passed a system checkout. The camera was returned to medtronic for analysis. Analysis revealed that the reported issue was confirmed. The returned positioning sensor unit (psu)/camera powered up without issue on the test bench. A check of the event log showed several intermittent firmware incompatibility entries. The psu also failed an accuracy test. An electrical failure was confirmed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The solid-state drive was also returned to medtronic. Analysis was not completed at the time of filing. H6: fdm 10, fdr 114, fdc 4307 are applicable to the system checkout. Fdm 10, fdr 120, fdc 4307 are applicable to the camera/psu analysis. Fdm 4118, fdr 3233, fdc 11 are applicable to the returned solid-state drive. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was clarified that the delay was less than 5 minutes.

Manufacturer narrative:
A software investigation was initiated for this event. Logs captured several localizer/ndi faults, "incompatible firmware version, failed to initialize itself". Suspecting a camera firmware compatibility issue, this aligns with the hardware analysis of the camera. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. An update was provided from the field that while checking self-test at the end of the case, the pc over ip (pcoip) zero client was showing unknown under the firmware tab. Everything else had the firmware showing up. The self-test was restarted and it was working. This was suspected to be due to a signal misfire when the self-test was first opened. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, when using the navigation system after taking a spin with the imaging system, the navigation system had lost touch function on both monitors. The site had tried using the mouse as it was known to also be very rigid moving on the screen. The system was rebooted after the doctor was made aware. Upon rebooting, the camera cart was noted to be a localizer not connected. The system was hard shutdown and when brought back up there was a camera fault. The system was then rebooted again and the interconnect cable was reseeded. The system was able to be used for the case. The touchscreen was also noted to be working and the site was looking to use the mouse after the case was completed. The procedure was completed using the navigation system and there was no reported impact to patient outcome. Conflicting information was received that the delay was unknown and that the delay was less than one hour. Follow-up is being conducted.